Manufacturer narrative:
Marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient approximately one week after programming session no longer felt stimulation in left low back, and stimulation increased in the abdomen. The stimulation remained in the left leg and the patient continues to get relief in the left leg. The patient does not recall any specific event that occurred during the timeframe in question that would have cause a change to the coverage pattern. During the reprogramming on (B)(6) 2013 the rep was able to decrease stimulation in the abdomen and maintain stimulation in the left leg. The patient still doesn't feel stimulation in the low back, and the information would be passed to the nurse navigator. Additional information was received from the rep reporting that the patient stated he was diagnosed with an infection at the pocket site on (B)(6). The cause of the infection was unknown. The patient was taking antibiotics to resolve the infection and would follow-up with their doctor in one week. No further complications were reported/anticipated.